Manufacturer narrative:
Approximate age of device - 4 years. The explanted device was returned for evaluation. Analysis is not complete. The previous percutaneous lead distal end repair performed on (B)(6) 2014, was reported via medwatch MFR #2916596-2014-00136. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed. Placeholder.

Manufacturer narrative:
The user facility medwatch report was received from the (B)(4) registry. The user facility number was not provided. (B)(4).

Event description:
Additional information was received from the (B)(4) registry stating: driveline fault alarm, pump stop, need for pump exchange. Additional information also included indicated: did patient experience a thrombus event (suspected or confirmed): y. Signs or symptoms: increased ldh, echo. Abnormal pump parameters: yes. Event confirmed: n.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient experienced recurrent red heart alarms. The patient had previously undergone a percutaneous lead (lead) distal end repair on (B)(6) 2014. The system controller data log file confirmed multiple power elevations, low flow, low speed and pump stoppage events occurring while the patient was connected to the power module patient cable. The patient was asymptomatic. A second lead repair was scheduled, but was not able to be completed as manipulation of the area close to the exit site caused the pump to briefly stop, which does not leave enough lead area for a repair to be performed. The patient underwent a pump exchange on (B)(6) 2015.

Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation. Low flow and low speed hazard alarms, as well as motor stop events were confirmed through the evaluation of the submitted system controller log file. Based on thoratec's past experience and similar reported events these alarm conditions could be indicative of a potential percutaneous lead issue; however, percutaneous lead wire damage cannot be conclusively confirmed without a full evaluation of the entire lead. Heartmate ii the lvad pump was returned assembled with the percutaneous lead (lead) cut approximately 1¿ from the pump housing, with an additional 12¿ section of the silastic jacket returned as well and the remainder of the percutaneous lead was not returned. The inflow conduit (inlet tube, flex section, and inlet elbow) was not returned. The outflow elbow was returned attached to the pump¿s outlet port; however the remainder of the outflow conduit (outflow graft and outflow graft bend relief) was not returned. Examination of the rotor inlet upon disassembly of the pump revealed a thrombus formation surrounding the bearing ball of the rotor. The laminated structure of this thrombus and its areas of denaturation indicate that it likely formed over an undetermined period of time while the pump was in operation supporting the patient. However, due to the size and structure of the observed formation, it is unlikely that this deposition would have contributed to the captured alarm events. The texture of this deposition indicates that the explanted pump was treated with a fixative agent (e.g. Formaldehyde or glutaraldehyde) before being returned for evaluation. A root cause for the development of this formation could not conclusively be determined through this evaluation. Upon removal of the observed deposition, the device was cleaned. The pump's bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed that would have contributed to a functional issue. Electrical continuity testing of the percutaneous lead did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. No further information is available. The manufacturer is closing its file on this event.